Event description:
It was reported that during a cholecystectomy procedure the clip dropped off the device. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.